Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported an elevated blood glucose (bg) event. The patient called animas and reported that her meter was reading "high". The patient indicated that she had just recently started pump therapy with the animas pump. However, the patient admitted that she was not educated on using the infusion sets or pump. The patient was reportedly given some guidance from her health care provider (hcp) on the basal and bolus settings. The patient reportedly programmed the settings by herself. Earlier that day at 8:00 am on (B)(6) 2012, the patient claimed that her bg level was normal at "175 mg/dl." By 9:50 am, the patient indicated that her bg level increased to "494 mg/dl. " at 6:10 pm, her bg level was "457 mg/dl." The patient denied feeling any symptoms of high bg during the time of concern. She denied having symptoms of chest pain, shortness of breath, or dizziness. She did not check for ketones. Throughout the day, the patient explained that she treated herself by bolusing via her meter. A review of the pump's bolus history revealed that a "3.65 units" of a "7.65 unit" bolus was cancelled at 6:11 pm on (B)(6) 2012. The patient stated that at that time, she was walking out the door and the pump was under her jacket. It is unknown why or how the bolus was canceled. The patient admitted that it was a possibility that she accidentally pressed a button and canceled the bolus. The animas representative involved in this contact informed the patient of possible causes of communication issues between the pump and meter. The patient was instructed to check the bolus history after administering a bolus to verify that the bolus was actually delivered. The patient admitted that when she bolused with one of her sites, it hurt and the site felt uncomfortable. The patient also mentioned that the cannula was not all the way in her body. Her bg's began to come down via pump corrections with a second site. Upon removing the second site, she said the site bled a little and it also left a lump. Animas does not manufacture the infusion sets. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had gotten a "high" reading on her meter which can be suggestive of severe hyperglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury. A bolus was found to have been canceled on the pump during the time of concern and it is unknown how or why the bolus was canceled.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.